Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
The device is indicated as available for evaluation. As of the date of this report, the device has not been returned. A follow-up report will be provided once it has been received and reviewed.

Event description:
"On (B)(6) during a procedure in the patient (a child) , it was found a material that might be a piece of he PICC guide wire, used during the PICC introduction on (B)(6) 2020".